Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had possible twiddler¿s syndrome. The right ventricular (rv) lead pulled back and dislodged. The right atrial (ra) lead also had loss of slack. A revision was performed to reposition the rv lead and to add slack back to the ra lead. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.